Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: d274drg ICD, implanted: (B)(6) 2010. Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called to report hearing an alert tone and that the lead was dislodged. The patient indicated that the physician disabled the lead function. A follow up with the patient¿s healthcare provider yielded that the right ventricular (rv) lead did not dislodge but has high impedance. The physician programmed off the lead and left the lead in the patient out of service. The lead was not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead had high thresholds with no capture. The lead was capped and a new lead was implanted.